Manufacturer narrative:
Analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified opening crease sharp, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.